Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly calcified left main coronary artery (lmca) extending to the left circumflex artery (lcx). A 3.5 6f guide catheter was placed into the lmca and a non bsc guidewire was advanced to cross the lesion. Following predilation with a 2.5x15 semi-compliant balloon, a 3.50x20mm promus element¿ plus stent was advanced and deployed at 12 atmospheres for a duration of 30 seconds. The physician opted to perform post dilation with a 3.5x12mm non-compliant balloon catheter. However, during withdrawal, the guide came in contact with the deployed 3.50x20mm promus element¿ plus stent which have led to deformation of the proximal segment of the stent. The physician noticed compression on the stent struts via cineangiography and once again post dilated the stent with the same 3.5x12mm non-compliant balloon at the site of the deformation. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.